Event description:
New information received notes the device does not support MRI examination. The examination was performed without the knowledge of the cardiologist. The device was operating normally after restoring the settings.

Event description:
It was reported that the pacemaker went into backup vvi after magnetic resonance imaging (MRI) examination. Tech support was contacted for processing and a complete device configuration was performed. The pacemaker worked normally after this. The patient was stable.